Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek vantus meter serial number (B)(4). At 11:00 am, the result from laboratory using dade innovin reagent was 2.2 inr. At 5:00 pm, the meter result was 3.2 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 - 3.0 inr. The customer had antiphospholipid antibodies but the last test in the early part of november was negative. The customer had no anemia, no medication changes, no diet changes, and no bruising or bleeding. The customer recently had back surgery. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.